Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter . The device evaluation confirmed the number 9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the number 9 key will occur following the selected key's function (e.g. When the number 1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported a spectrum pump has a bad keypad with a number 9 button that sticks. It was also reported there was no patient involvement.